Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found to have a torn pet shrink tube at the distal end, with pieces missing. The missing fragments measure approximately 0.2000 x 0.1160 inches. The complaint was confirmed by failure analysis. The probable root cause of torn shrink tube and detached fragment is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that after a da vinci-assisted surgical procedure that the tip of the fenestrated bipolar forceps (fbf) instrument would not detach from the cannula during removal. The instrument was extracted using the removal key. The front tip of the instrument was broken off in the process of separating the instrument from the cannula. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there is no report of a fragment falling into the patient's anatomy and also the patient did not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.